Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the unit's knife blade did not retract. The instrument was replaced by another one with the same lot number to continue the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the cord to have been cut off. The device had been used. The knife blade could cut when the jaws were open. The reported condition was confirmed. The knife blade could be retracted manually by moving the knife trigger to the home position. The investigation found mechanical damage to k-side handle as though excessive force had been placed on the trigger with the lock mechanism engaged. The device was disassembled and inspected. The lock mechanism was found to be damaged. This damage allowed the knife to deploy while the jaws were open. The spring that causes the knife to automatically retract was also damaged and had become detached from the knife resulting in the knife blade no longer automatically retracting. The investigation identified the root cause of the reported event to be the user placing excessive force on the knife trigger during use causing mechanical damage to the lock and spring mechanisms. The mechanical assembly and knife cut of the device are tested by manufacturing prior to shipment. The instructions for use (IFU) states, inspect the instrument and cords for breaks, cracks, nick, or other damage before use. Failure to observe this causation may result in injury or electrical shock to patient or surgical team or cause damage to the instrument. If damaged, do not use. If information is provided in the future, a supplemental report will be issued.